Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture and exchange due to concerns with the product. The device has been explanted.

Event description:
Healthcare provider reported a left side rupture and exchange due to concerns with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. - rupture: not observed. As per the investigation procedure deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.